Event description:
It was reported that the pt was revised due to the "tabia" being grossly loose.

Manufacturer narrative:
Concomitant medical products: this bone cement is manufactured at (B)(4) and distributed through (B)(4). This report will be amended when our investigation is complete.